Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy pacemaker (crt-p), high left ventricular (lv) pacing impedance measurements of greater than 3000 ohms were noted in every pacing vector. Normal sensing and threshold measurements were noted. The lv lead was tested via the pacing system analyzer (psa) and normal impedance measurements were noted. A new device was implanted with the same lv lead and normal impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.